Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) and healthcare provider (hcp) regarding an unknown patient receiving lioresal 510 mcg/ml at a dose of 387.7 mcg per day via an implantable infusion pump for unknown indication(s) for use. It was reported a bridge bolus programming error occurred on (B)(6) 2016. What the reporter thought they understood had happened was that the hcp was changed the concentration from 510 mcg/ml to 2100 mcg/ml with the dose remaining at 387.7 mcg per day. When it asked for the old drug desired dose, the caller thought the hcp input the concentration instead. The hcp had updated the pump but then didn't know what to do next. Steps were reviewed regarding cancelling the bridge bolus with the reporter as they were not aware of how to do so. The error did not cause any patient issues. It was attempted to understand what the hcp had input but the hcp could not read the telemetry strip or the physician programmer in an order that made sense. A dose of 388.8 mcg/day was initially reported but then it was stated the flex dose was 387.7 mcg per day. It was not asked if the 388.8 mcg per day was the old drug desired dose that was incorrectly input. The reporter then was assisted in setting the pump back to the original settings the patient had come into the clinic with so that programming could start fresh and to ensure the programming was correct because the necessary information about what was done could not be obtained from the hcp. Initially the hcp had difficulty following guidance regarding navigating between the programming tabs. Once the hcp listened to the directives, they were able to navigate. During the programming, it was discovered the clinic had set the patient up for flex programming but only input the basal rate and did not have any steps programmed. Simple continuous mode was suggested and was then used instead. After assisting the hcp, it was confirmed she was able to successfully update the pump with the correct bridge programming based on the information the hcp had provided. The troubleshooting done resolved the reason for report. It was noted the patient was doing well on their current dose. The corrected bridge bolus was then set to run for 13 hours and would deliver 210.12 mcg. Further information was not provided.